Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 29 december 2024,senseonics was made aware of an incident where user reported a low glucose event on 29 december 2024 at 08:30 am where bg was 55 mg/dl and sg was not available as no sensor was detected at the time.after dms review,at the time of the event as transmitter was disconnected at 9:17 am and sg was not available.after dms review,it was confirmed that the user didn't receive a low glucose alert at the time of event because the transmitter was not connected to the device.the user didn't seek for medical treatment and resolved the event by having sugar tablets.

Manufacturer narrative:
The user reported a low glucose event on 29 december 2024 where user's bg was 55 mg/dl and sg was not available. The investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense system. A review of the dms data revealed that the user's transmitter was disconnected at the time of the event and as such no sg value was available. The system asserted a "no sensor detected" alert at the time of event. Since the transmitter was disconnected, the user did not receive a low glucose alert at the time of the event. The user resolved the issue by taking sugar tablets. The user was advised to follow up with the hcp for further medical guidance.while addressing the "no sensor detected" issue, it was determined that the issue was related to the non-ideal placement of the transmitter over the sensor. The customer was guided through troubleshooting steps , which resulted in obtaining excellent signal strength. Once the connection re-established between the sensor and transmitter, the system began functioning normally and started displaying glucose values again. The customer did not report any sensor inaccuracies. This complaint does not require any further investigation. B4.date of this report 11 february 2025. G3.date received by the manufacturer? 11 february 2025. H6. Health effect - clinical code updated to 1912. H6. Health effect -impact code updated to 4613. H6. Medical device problem code updated to 2896. H6. Component code updated to 510. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.